Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the circumstances that led to the stimulation turning off was the patient needing to charge everyday and forgetting. Now the patient tries to charge the same time of the day.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their controller kept on shutting itself off. Agent asked, patient clarified the screen didn't go dark, but the screen would show stimulation is off. Patient said this had happened about 3-4 times in the last couple months. Patient confirmed the implant battery was usually high when they noticed the stimulation was off message. Patient said they charged the implant on saturday and then went to pull the controller out yesterday to check on the battery levels said the controller had stimulator is off on the screen. Agent asked, patient said the implant battery was empty when they went to charge on saturday and patient did not turn stimulation back on after they were done charging. Agent reviewed information about stimulation turning off when implant battery gets low or empty and needing to manually turn stim back on after charging again. Agent reviewed to monitor stimulation and documented information given during the call.